Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6), 2011 op notes from the vns pt's surgery were sent to the MFR. Review of the op notes revealed that the pt was sent for battery replacement due to end of service and high impedance on (B)(6), 2011. The generator was replaced but high impedance still existed. The surgeon then noticed some unidentified material at the inferior portion of the lead just before the beginning of the electrode. The surgeon felt that this might be what was causing the high impedance. Further dissection showed the vagus nerve along with the lead electrodes were covered with fibrosis. The lead was removed and the fibrotic tissue was dissected away from the vagus nerve. The lead impedance was within normal limits with the new lead and new generator. A worst case battery life calculation was performed with programming history available. The results showed negative yrs until eri = yes. A system diagnostic test ran on (B)(6) 2010 showed output status = ok/ lead impedance =ok/ dcdc = 1/ eri = no. Good faith attempts for additional info from the physician have been to no avail thus far. Product return attempts have been made for the explanted product but they have not been returned to the MFR for product analysis to date. When additional info is received, it will be reported.